Event description:
It was reported the patient's blood glucose level rose to 405 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the pod was leaking insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Investigation found a hole on the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the observed hole. Although the soft cannula was damaged, the timing and cause of the damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery.